Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation or objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. The cause of the patient¿s peritonitis cannot be determined. However, peritonitis is a well-known potential complication in pd patients. The patient¿s pd nurse reported the pd catheter (not a fresenius product) was not working and the patient subsequently transitioned to back up hemodialysis for renal replacement needs. It is possible the pd catheter (not a fresenius product) was a source for the peritonitis infection as it is well documented that the catheter provides a portal of entry for organisms into the normally sterile peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) reported they had an infection which caused them to stop pd therapy; therefore, the patient did not need pd supplies to be ordered/delivered. Upon follow-up, the patient¿s pd nurse reported the patient had peritonitis. The nurse stated the infection was not related to fresenius device or product. Per the nurse, the patient¿s pd catheter (not a fresenius product) is not working and the patient is currently on temporary back up hemodialysis. The cause of the event was not reported. No further information is available as the nurse declined to provide any additional information.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.